Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's "on" button would only responded intermittently when pressed. The customer further advised that a service indicator was also present. The issue was discovered during an event involving a patient. The customer advised that it took approximately 10-15 presses of the "on" button before the unit responded and powered on. The device then remained powered on for the remainder of the call. The device was used to perform a 12-lead ECG and continually monitor the patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.